Manufacturer narrative:
The insulin pump failed the displacement test; e70 alarm was confirmed in alarm history screen and motor error alarm noted during rewind due to motor encoder signal out of phase. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer has received motor position encoder error alarm. The customer has been exposed to high magnetic field such as MRI. The customer received a motor error alarm and patient does not have a backup plan. The customer is the hospital and so will speak with her nurse.